Event description:
It was reported that the patient was scheduled for a partial hysterectomy with bilateral oophorectomy due to multiple uterine fibroi ds experienced poor pulmonary ventilation immediately after endotracheal intubation. The anesthesiologist observed a gradual increase in end-tidal co2, unmet minute ventilation, and respiratory acidosis while oxygen saturation remained 99¿100, pulse and blood pres sure were normal, and auscultation revealed very poor ventilation in both lungs. Emergency treatment was initiated for suspected bronchospasm and anaphylaxis without response. A bedside chest x-ray confirmed that the tube was in the correct position with no effusion or pneumothorax. Suctioning through the tube identified a foreign body within the lumen along the suction tip. The tube was replaced, after which good pulmonary ventilation was restored and co2 levels gradually decreased to normal as anesthesia was being discontinued. The hospital stated that a visual inspection was performed before intubation but no foreign object was detected and suctioning of mucus revealed a fairly large foreign object, similar in material and color to the tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.